Event description:
It was reported that the valve stopped working several months after implantation.

Manufacturer narrative:
The valve was patent. It did not pass reflux testing, and it was not within specifications for pressure-flow or preimplantation testing. Debris within the valve may interfere with the membrane causing low pressure-flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.